Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a recurring no delivery alarm and had changed the infusion set multiple times. Customer also reported getting a blank display after battery change. Customer's blood glucose was 51 mg/dl. The customer treated the low blood glucose with food intake. Customer also stated that the insulin pump had blank display. Customer declined to troubleshoot and wanted the device replaced. The insulin pump will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No blank display, beeping and excessive no delivery alarm noted during the testing.